Manufacturer narrative:
(B)(4). For 3 of the 4 reported events, a ge healthcare service representative performed a checkout of the system and confirmed the reported events. To resolve 1 of the reported events, the flow control valve was replaced, to resolve 1 event the vent control board and the power management board was replaced, and to resolve 1 event the vent engine harness was replaced. For 1 of the events, the ge healthcare service representative was unable to evaluate the reported event. No resolution is available.

Event description:
This report summarizes 4 malfunction events. A review of the events indicated that model 1505-9000-000 anesthesia gas machine was reported for losing the ability to ventilate. These reports were received from various sources. Of the 4 events, 2 did not involve a patient, and 2 did involve a patient. There was no patient information available.